Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Internal file number - (B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and the reported suspected key issue was not confirmed. The soft tip was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported suspected key issue in this incident could not be determined. The returned device analysis confirmed that there was no key issue as the blue alignment markers were confirmed to be aligned during insertion and removal, no damage to the guide keyway or alignment marker were observed, the hemostasis valve was observed to be intact and properly oriented, and the sgc functioned as intended. The observed torn soft tip was possibly a result of procedural interactions (e.g. The clip not being fully closed or orientation of the clip arms upon removal, the user retracting the clip too quickly, unexpected movements of the device) which resulted in increased tension on removal of the devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds is filed under MFR report # 2024168-2017-03280.

Event description:
This is filed to report the tear in the soft tip of the steerable guiding catheter (sgc). It was reported that on (B)(6) 2017, a mitraclip procedure was performed for treatment of grade 4 mitral regurgitation. A clip delivery system (cds) was advanced into the sgc, with the blue alignment markers aligned. After the cds was advanced to the left atrium, the m knob was turned, but the cds was not able to curve to achieve the expected 90 degree angle. It was believed that there was a possible mis-key of the devices. Both devices were removed and replaced. The procedure was aborted after the new clip did not reduce the mr. The patient was not stable post procedure and was treated with medical therapy. Returned device analysis revealed the soft tip of the sgc was torn. No additional information was provided.